Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d4, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic hepatectomy procedure, the tip of the ultrasonic surgical device broke off and fell inside the patient. The tip was successfully retrieved using forceps. Despite a less than 15 minutes delay, the procedure was completed using a back-up device, and no further harm to the patient was reported.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported failure was confirmed by the photos provided by the facility. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the probe broken was possibly due to contact with a surgical instrument or the non-insulated area of grasping section. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke off when added load. Also, the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke off when added load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.